Event description:
It was reported that the patients ipg site was infected. Symptoms of infection were redness and swelling. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg site was infected. Symptoms of infection were redness and swelling. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned to bsn.